Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels will fluctuate from 400mg/dl down to 69mg/dl. The customer states they feel it may not be the pump, and instead they could be over estimating. The customer states they are learning more about the pumps operations. The customer declined to troubleshoot and states they will follow up with doctor appointment.